Event description:
The patient experienced coupling/communication issues. She was unable to adjust stimulation. Use of the antenna locate feature resulted in a power on reset (por) being displayed on the recharger which then led to the normal recharging screen. Additional information has been requested.

Manufacturer narrative:
Lead model 3777-60, serial# (B)(4), implanted: 2011 (B)(6), recharger model 37752, serial# (B)(4), programmer model 37743, serial# (B)(4), adaptor model 3550-29, lot# n224786, implanted: 2011 (B)(6). (B)(4).